Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #14 it was verified its non- osseointegration. Forty ncm of primary stability was achieved and the implant has received load 10 days after its installation. The patient presented bone type iii.